Manufacturer narrative:
The device history record and qnc (quality nonconformance) databases were reviewed and confirmed that all manufacturing processes and quality specifications were met prior to product release. No rework or special conditions were identified. This investigation was conducted based on the information provided by the customer, which included a single photograph of the sample. In response to the reported issue of open seals on stockinettes, an internal investigation was performed to identify any abnormalities or contributing factors within our processes. Handling at the la ada de acuna, s. De. R. L. De c. V. Site consists only of wrapping the product with csr wrap and packaging it using form, fill, and seal (ffs) equipment. The manufacture of the stockinettes is performed entirely by tex-care. A supplier corrective action request (scar) was initiated on june 9, 2025, and completed on august 11, 2025. The supplier determined that the root cause of the open-seal issue was an inadequate or inconsistent sealing process at the foot-end during manufacturing. The supplier corrective actions were implemented beginning with lot ac2534402c manufactured on 12/10/25. The manufacturing date for complaint lot was 02/27/25 (prior to implementation of corrective actions). Corrective actions include seal strength and integrity testing at critical points (including foot-end), and updated inspection protocol. Trending analysis indicates no current trend for similar issue for product since implementation of corrective actions. To further mitigate recurrence, packaging personnel were notified of the issue to reinforce awareness and emphasize the importance of delivering defect-free products. This product incident is documented in the o&m halyard, inc. Complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in this complaint is said to be available for evaluation but has not been received. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The stockinette was reported to have torn during the surgical procedure. Additional information has been requested regarding incident and impact on patient; however, no response has been received at this time.